Event description:
It was reported that during surgery the femoral implant impactor broke after being struck by a mallet. All pieces were recovered from the patient. There was no harm to the patient or the staff. There was no procedural delay because a smith & nephew back up femoral implant impactor was available and used to complete the case. The broken femoral implant impactor is being returned to smith & nephew for replacement via (B)(6) (tracking # (B)(4)).

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the plastic bumpers on the device fractured off into multiple pieces and a small section fractured off the other bumper. Not all pieces were returned. The device was manufactured in 2015 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.